Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited loss of capture and a lead fracture was suspected. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.